Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 18mmx2.50mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified proximal left anterior descending artery. Following pre-dilation, residual stenosis was 40%. A 2.50x20 synergy¿ drug eluting stent was advanced to treat the lesion. As the stent was advanced through the length of the guider, the physician felt resistance and the stent could not come out from the guider tip. The stent was withdrawn and the distal tip of the stent was found to be frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row that were stretched and pulled distally. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 18mmx2.50mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified proximal left anterior descending artery. Following pre-dilation, residual stenosis was 40%. A 2.50x20 synergy¿ drug eluting stent was advanced to treat the lesion. As the stent was advanced through the length of the guider, the physician felt resistance and the stent could not come out from the guider tip. The stent was withdrawn and the distal tip of the stent was found to be frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.